Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "does not function" was confirmed during device evaluation as failure 38. The evaluation was conducted onsite by a baxter field service technician. The root cause of the failure was due to damaged force sensing resistors (fsrs). The fsrs were replaced to resolve the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump "does not function." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.